Manufacturer narrative:
Device could not be evaluated as it was not returned to aspen and we have no remaining needles of this lot in stock. Aspen surgical products, inc. Added an IFU on the product box in (B)(4) 2008. The IFU describes proper technique for use. This lot was manufactured prior to the addition of the IFU. There are no known broken needles due to any cause other than misuse.

Event description:
Needle broke off toward the back of the eye of the needle during a canthopexy procedure (eyelid surgery). There was no harm to the patient, however the patient's stay in the hospital was extended due to the breakage. Patient's age age was approximately (B)(6). Needle was (B)(4), lane's cleft palate 1/2 circle reverse cutting surgical needle.